Manufacturer narrative:
A full investigation was completed as the actual device was returned to the rwmic facility on 05/29/2015. Investigation revealed end of device was flared out most likely due to device being activated while out of liquid. Insertion of device into patient and movement within patient caused device to then break. Device had no missing blue plastic. MFR date: 08/2014. (B)(6). Labeling was reviewed and found to be adequate: ie. Intended use, indications and field of use, preparation and cautions. Trending showed there has been one similar incident in the last four years (MDR#: 1418479-2015-00029). Rwmic considers this matter closed. However, in the event we receive the device or additional info is received, we will provide FDA with f/u info.

Event description:
Facility notified richard wolf medical instruments corp (rwmic) that during a procedure to remove bladder stones, instrument broke into pieces. Surgeon was able to retrieve foreign objects and then switched to another similar device to complete procedure. Delay in procedure to remove foreign objects but no injury to patient or staff reported.